Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The system then passed the system checkout and was found to be fully functional. No parts required replacement. No parts have returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was inaccurate during the case. The site had registered and felt accurate on the anterior portions, but when moving more posterior, they were inaccurate 1-2 centimeters in the medial inferior direction. The site re-registered but had a similar result. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause due to insufficient information. Logs and archives were unavailable for review. If information is provided in the future, a supplemental report will be issued.